Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was giving high shock impedances during a normal device change out. The shock impedances had been normal with the eri device and the lead tested fine with an analyzer. The physician asked for a new rv lead and a new ICD. This lead was capped.